Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A son reported on behalf of the customer, a low readings issue with the freestyle libre 2 sensor. Unspecified lower readings were reported, and the customer experienced dizziness and "ears whistling". Paramedics were called, an unspecified paramedic meter reading obtained, and the customer treated with saline infusion. The customer was transported to a hospital where he was diagnosed with hyperglycemia, hospitalized, and provided further treatment. The son did not have information regarding treatment details. There was no report of death or permanent injury associated with this event.

Event description:
A son reported on behalf of the customer, a low readings issue with the freestyle libre 2 sensor. Unspecified lower readings were reported, and the customer experienced dizziness and "ears whistling". Paramedics were called, an unspecified paramedic meter reading obtained, and the customer treated with saline infusion. The customer was transported to a hospital where he was diagnosed with hyperglycemia, hospitalized, and provided further treatment. The son did not have information regarding treatment details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.